Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to charge the smart device to 100 percent, uninstall the g5 application and reinstall the application. No additional patient or event information is available.